Manufacturer narrative:
Evaluation summary: it was caused due to the chemical damage on the metal pole. This report is being filed as part of the pentax backlog management plan.

Event description:
There was no report of patient harm. After reprocessing, the metal pole of the endoscope inserted into the host end of the device rusted and fell off severely, then stopped using.